Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products: 42500605801, femur cemented posterior stabilized std lt size 5 lot # 64508553. 42512400414, articular surface fixed bearing posterior stabilized lt 14mm lot # 65010839.

Event description:
It was reported that the patient underwent revision surgery due to a peri prosthetic fracture near the tibial implant. There is no additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Visual examination of the provided pictures identified the tibial plate that was removed. No statements about bone fractures could be made from the images provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: an acute periprosthetic fracture is not identified. There is cortical thickening along the medial tibial plateau which may represent a healed fracture. This complaint could not be confirmed by the information provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.